Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no sound when the speaker was in the unit. It was identified that the device was physically damaged with the speaker cord ripped off. Based on the information available and the testing conducted, the cause of the reported problem was damage to the speaker assembly. The reported problem was confirmed. The speaker was replaced to resolve the issue.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.